Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to normal battery depletion. The pulse generator was found to be in backup mode due to a single flipped bit. The device was at elective replacement indicator (eri). After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.